Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/25/16 with the following findings: the battery compartment is cracked below the grip pad. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿cs206¿ warning or any eaw occurred during the investigation, unable to duplicate ¿cs206¿ complaint. -the pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. The pump failed an rf test due ¿read fw rev¿ error. -cgm history shows ¿cs206¿ cgm transmitter out of range warnings on 07/25/16. ¿cs206¿ warning is defined as pump and sensor/transmitter are not within 12 feet of each other. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 8/25/16.